Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that while attempting change set and prime, customer became very confused and was not able to put reservoir and infusion set together or administer a manual injection. Customer's blood glucose was 468 mg/dl. Customer did not have insulin since that morning and had not eaten correctly. Customer had symptoms of extreme thirst and confusion. Customer was not able to speak with healthcare professional's office. Representative called 911 and customer disconnected the call.